Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Telemetry anomaly was noted during device interrogation. Emi was not a possible cause. The device was not in a low-battery state, or backup state. The device reload resolved the telemetry issue. The patient will continue to be monitored.